Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 5. An xtw clip was prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the physician decided to remove the clip. However, there were difficulties removing the clip through the triclip steerable guide catheter (tsgc), as the clip was difficult to close. Troubleshooting was performed and the clip was able to close and be removed. Two clips were then deployed, reducing tr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported difficult to close clip and difficult to remove cds from sgc were unable to confirm via device analysis. However, the analysis confirmed the single gripper actuation issues. Additionally, the gripper line was caught on the frictional element (fe), the harness was observed to be pinching the gripper cover, and the gripper cover was observed to be bulky/looses. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the reported difficult to remove cds from sgc was a cascading event of the reported difficulty to close the clip. However, a cause for the reported difficult to close the clip could not be determined. The reported gripper actuation issue and observed bulky gripper cover appear to be due to the harness pinching the gripper cover; however, a cause for the pinched cannot be determined. The cause for the observed gripper line caught on the fe could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.